Event description:
It was reported that the patient underwent spinal surgery from l4 to s1. During surgery, a piece of the thread on the set screw sheared off. No patient complications were reported.

Manufacturer narrative:
(B)(4): the set screw was returned for evaluation. The outer edge of the thread lead is sheared off and continuous around the first thread of the part. This is consistent with set screw cross-threading resulting in shearing of the thread leading edge.